Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: fatigue and nausea. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 247, 253, 278, 207 and 283 mg/dl. The customer¿s expected am fasting blood glucose test result is 215 mg/dl. The customer reported symptoms of fatigue and nausea; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/19/2026 and test strips have been opened for more than 4 months (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 247 mg/dl date: (B)(6) 2025 time:9:23am fasting. Result 2 :253 mg/dl date: (B)(6) 2025 time: 8:47am fasting. Result 3: 278 mg/dl date: (B)(6) 2025 time: 7:50am fasting. Result 4: 207 mg/dl date: (B)(6) 2025 time: 6:33am fasting. Result 5: 283 mg/dl date: (B)(6) 2025 time: 8:28pm fasting am.